Event description:
The customer contacted stryker to report that their device would reset while trying to deliver a shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered . There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would reset while trying to deliver a shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was evaluated by a third-party service provider. A stryker customer quality engineer (cqe) analyzed the device's electronic records and it was found that the device went to warm boot on one occasion. Therefore, the reported issue was able to be verified by the electronic records. The device was not returned to stryker for further evaluation. After the third-party service provider completed the unrelated repairs, proper device operation through functional and performance testing the device was returned to the customer for use. A root cause of the reported issue could not be established.